Event description:
The event was reported the device wouldn't work during a case. The device was swapped with another device and the case was completed with no patient consequence. One device to be returned for analysis by the sales rep.

Manufacturer narrative:
Eval summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a gen04 and it was found that the hand control switch assembly buttons were not functional. However, the foot switch worked properly. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.